Manufacturer narrative:
(B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent bilateral breast augmentation with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including hurting stomach, feeling weak, bothersome smells, chronic pain, and tight muscles. The patient was also diagnosed with fibromyalgia and depression. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2011: (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 5869486 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505501bc lot: 6413474 sn: (B)(4). This medwatch form is for the left breast prosthesis.